Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's right atrial (ra) lead was fractured, as well as the right ventricular (rv) lead was fractured. The ra lead was explanted. No patient complications have been reported as a result of this event.